Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the ER after receiving multiple hv therapies. Upon interrogation, possible hv circuit damage and one or more hv aborted shocks were noted. The patient received several hv therapies due oversensing lead noise before the last hv therapy was aborted. Low hv lead impedance and fracture were observed. The lead was capped and the device was explanted. Patient was doing fine.